Event description:
Right shoulder arthroscopy was performed in 2005, using an arthrocare wand. Eights months later, the surgeon performed a chondroplasty in which he used a radiofrequency device mfg by smith & nephew to remove frayed cartilage and smooth the surfaces of the damaged cartilage. Pt underwent a 3rd procedure in 2006, and further loss of cartilage was observed and the surgeon performed another chondroplasty using a smith & nephew medical device. It is indicated that as a result, the pt has sustained injury to her health, strength and activity resulting in physical disability.

Manufacturer narrative:
No product is being returned as the surgeries were performed in 2005 & 2006.